Event description:
It was reported that during surgery, the sterile pouch was found damaged and opened, and the cement powders came out. The cement could not be used because the packaging did not offer guarantees of sterility and safety. There was no patient consequences reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. G5 : the device is not a combination product. The product was returned and lab analysis was performed. The open sealing was confirmed. The review of the device manufacturing quality record indicates that (B)(4) products biomet plus cement 2x40g, batch a712ca0212 were manufactured on 23th mars 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. Four similar complaints have been recorded for refobacin bone cement r 1x40g, batch a712ca0212 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the sterile pouch was found damaged and opened, and the cement powders came out. The cement could not be used because the packaging did not offer guarantees of sterility and safety.